Event description:
The hcp reported that at refill, the actual reservoir volume was 12ml and the expected was 5ml. The patient has remained asymptomatic with no recent dose escalation necessary to maintain efficacy. At the refill approximately 6 weeks previous, no reservoir volume discrepancy was noted. The hcp reported that as recently as 02/2006, the patient remained asymptomic. The patient will be seen in the clinic for a follow up visit.

Event description:
Additional information from the hcp reports the patient did experience itching in november /december 2005. The hcp did a catheter dye study on 02/27/2006 that showed the catheter to be patient, but the pump was determined to have stopped working. The patient has been referred sto a neurosurgeon for pump replacement .